Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
During routine preventative maintenance testing by stryker, it was found the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.